Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material /product / ref. /catalog no: 939377. Batch/lot/serial no (7 digits in mds): unknown. It was reported that a topical adverse reaction occured. Verbatim: allergy to chloraprep causing itching at central site [adhesive tape allergy] case description: this united states case is a solicited report received on 13 dec 2021 from a consumer from a patient support program via (B)(6). This (B)(6) female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported as 0.006 g/kg, continuous via intravenous (IV) route. On an unreported date in 2021, the patient had allergy to chloraprep causing itching at central site (dermatitis contact). Co- suspect medications included: chloraprep (chlorhexidine gluconate, isopropanol). Relevant medical history included: primary pulmonary arterial hypertension. It was reported that patient had allergy to chloraprep causing itching at central site. She was using iodine dressing kits which worked better. Also stated sorba view dressing, caused less itching than IV 3000. The patient denied redness or skin breakdown at line site. Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event dermatitis contact.